Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via analysis of the submitted log file. The submitted log file contained approximately 7 days of data (13aug2020 ¿ 20aug2020 per the timestamp). The log file captured low voltage hazard and no external power alarms on (B)(6) 2020 from 02:08:01 to 02:08:18 due to a loss of external power while connected to the mobile power unit (mpu). The alarms resolved once external power to the mpu was restored. The system controller backup battery supported the system during the loss of external power. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Additional information provided stated that the mpu lost ac power from the wall outlet due to a brief power interruption. The root cause of the reported event was determined to be a loss of ac power from the wall outlet while the patient was connected to the mpu. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including no external power, low voltage hazard, and low flow alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mpu and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The mpu was shipped to the customer on (B)(6) 2018 . No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patent was admitted with low flow alarms. Upon review of the log files, technical services observed low flow events on (B)(6) 2020. The low flow events seem to be physiological in nature. On (B)(6) 2020 a backup battery not installed message was in the log file. This can be caused by the backup battery if the battery ribbon cable is not fully seated. The log file captured a no external power event on (B)(6) 2020. This was caused by power to the mpu being briefly interrupted. Additional information was received on 27aug2020. The patient vad speed was increased with mild improvement, but due to outflow graft stenosis the patient went to the operating room on (B)(6) 2020. The patient is currently hospitalized and on the power base unit. The patient's emergency backup battery was reseated. Concomitant product under MFR: 2916596-2020-04345.